Event description:
The customer stated an architect i1000sr analyzer generated discrepant bhcg results of 43.2 miu/ml and then less than 1.2 miu/ml when repeated on the same patient sample. A different and unspecified method yielded negative results twice for the same patient. There was no adverse impact to patient management reported.

Manufacturer narrative:
Concomitant medical products: analyzer. Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's issue. The investigation included a review of the complaint text, a review of labeling, instrument maintenance history, and a search for similar complaints. The specimen used was serum, and acceptable per the architect bhcg package insert. Daily maintenance was confirmed to be up to date. Calibration and quality control data provided by the customer, in addition to customer release testing performed on (B)(6) 2008 and statistical process control, indicated the reagent kit in question was performing acceptably. In addition, six other approved lots of architect total bhcg reagents were examined for kit performance. All reagent lots met required abbott control, multiconstituent control and panel specifications and demonstrated similar performance. Tracking and trending did not indicate an adverse trend for the failure mode experienced by the user for the reported complaint issue. Based on the investigation, no product issue was identified for the architect total bhcg assay. This is the final report.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00574 has been submitted to address this error.